Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0kucn, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. This ins has also been reported under manufacturer report # 6000153-2014-00141. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient needed an MRI, so the whole system was to be explanted. The first explant procedure was on (B)(6) 2017. During this procedure, the ins was removed, and the lead was fractured when the healthcare professional tried to remove it. It broke too far down, they were unable to remove it, and the patient was referred to a neurosurgeon to explant the rest of the lead that was left in the patient. The second explant surgery was on (B)(6) 2017. It was noted that during the second procedure, the lead portion that was removed contained all 4 electrodes and was intact. It was assumed that the wiring and the rest of the lead came out during the previous surgery. It was stated that the manufacturer representative would not be concerned about doing a future MRI with this patient, now that the whole lead seems to have been removed. There were no patient symptoms reported.

Event description:
Additional information was received. It was reported that the ins and lead fragments would not be returned to the manufacturer, because they did not keep them after removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.